Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their piston not rewinding or going forward at all. The customer's blood glucose level at the time was 186mg/dl. Troubleshoot was conducted. The device did not rewind. The device is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No anomalies noted with the piston during our testing. The drive support was inspected and no anomaly noted. However, the insulin pump was received with minor scratched lcd window.